Manufacturer narrative:
(B)(4). Date sent: 07/10/2020. D4: batch # u5a56n. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a device from anvil area with a green reload loaded and the jaws open. Also, the reload was observed fully fired. The second photo shows a device from top view with the bailout door removed and a green reload loaded. Based on the photos reviewed, the event describe cannot be confirmed. Please see device analysis results. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. No conclusion could be reached as to how the firing switch actuator become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # u5a56n. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection of rectum, after firing, the knife moved to the distal end, but would not return automatically. The knife reverse button would not work. Used manual override lever to return the knife. There were no adverse consequences to the patient. No additional information can be provided.